Manufacturer narrative:
The responsible dräger service engineer could confirm the reported issue during on-site checking and trace it back to the ventilator motor. The entire motor assembly was replaced, consequently. The replaced motor was subject to in-depth evaluation in the manufacturer's lab. The motor started rotation normally but there were several positions found at the collector where the electrical contact to the carbon brushes gets interrupted. This causes fluctuations in the rotation speed that will be detected by the supervisor function of the software. If two or more consecutive deviations occur within a specified time period, the software forces a shutdown of automatic ventilation. Dräger finally concludes that the workstation responded as designed upon a wear-and-tear related malfunction of a single component. Speed fluctuations at a piston ventilator motor may result in deviations between expected and real piston position and significant mechanical damages to the ventilator system may occur as a consequences. If the defined trigger criteria are met, the supervisor function forces a shutdown of automatic ventilation to prevent from these potential damages. The user is made aware of that by means of a corresponding alarm. Manual ventilation with the built-in breathing bag remains possible; the monitoring functionalities will still be available as well. No patient consequences have occurred in the particular case. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in our follow-up report.

Event description:
It was reported that a ventilator failure occurred during recovery phase. Manual ventilation remained available and patient could be recovered using man/spont mode without further problems reported. There was no patient injury reported.